Manufacturer narrative:
PMA/510(k)#: bk050036. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that molding defects were found before use with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, "the tube was deformed. [Correction] the shield was damaged."

Event description:
It was reported that molding defects were found before use with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter. "The tube was deformed. [Correction] the shield was damaged."

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for damaged shield with the incident lot was observed. Additionally, evaluation of the customer samples was performed and damaged shield was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.